Event description:
It was reported a bridge bolus was to run for ten days and there were three days left. The reporter wanted to find out how to cancel a bridge bolus. It was noted programming changes were done at the refill one week ago due to the patient having anxiety. No further drug information was provided. It was unknown what drug the pump was being used to deliver. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).